Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that multiple arterial air alarms occurred near the end of a routine hemodialysis treatment. The operator reported introducing air into the arterial line, while collecting blood samples. The arterial air alarm was cleared with the assistance of technical support and the pt advanced to rinseback. The operator then reported a venous air alarm which could not be resolved. The operator decided to disconnect without completing rinseback, resulting in an estimated partial blood loss of 160cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately when air was introduced into the arterial line by the operator, while collecting blood samples. The user's guide includes adequate instructions for manual removal of air from the disposable cartridge. Facility staff has been notified. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.